Manufacturer narrative:
Removal date is unknown. Investigation could not be concluded, no conclusion could be drawn. Manufacture date has been requested.

Event description:
Device report received from (B)(6), indicates a patient was implanted with a ti lcp distal femur plate for a right supracondylar femur fracture. At some point post operative, the plate broke at the 4th hole proximal. Date of removal is unknown.